Event description:
Complainant alleged that during functional testing, the device displayed "poor pad contact" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The electrodes were returned for evaluation; the report was duplicated during visual and microscopic evaluation. The report was attributed to an open jumper wire (shorting wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. It could not be firmly established how the shorting wire became (open) disconnected. The pads successfully discharged 200j with the simulator. The pads were replaced and scrapped after testing. Analysis of reports of this type has not identified an increase in trend.